Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse"), headache ("headache"), alopecia ("severe hair loss and balding"), autoimmune disorder ("autoimmune symptoms"), amnesia ("memory loss"), anxiety ("anxiety"), cognitive disorder ("cognitive issues") and metal poisoning ("metal toxicity") and was found to have breast neoplasm ("breast tumor"). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, dyspareunia, headache, alopecia, autoimmune disorder, amnesia, anxiety, cognitive disorder, metal poisoning and breast neoplasm had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, breast neoplasm, cognitive disorder, dyspareunia, headache, metal poisoning and pelvic pain to be related to essure. The reporter commented: ¿the seriousness criterion ¿required intervention, hospitalisation¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug aministration, reference number: mw5105554) on 04-jan-2022. The most recent information was received on 12-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse"), headache ("headache"), alopecia ("severe hair loss and balding"), autoimmune disorder ("autoimmune symptoms"), amnesia ("memory loss"), anxiety ("anxiety"), cognitive disorder ("cognitive issues") and metal poisoning ("metal toxicity") and was found to have breast neoplasm ("breast tumor"). Essure treatment was not changed. At the time of the report, the abdominal pain, pelvic pain, dyspareunia, headache, alopecia, autoimmune disorder, amnesia, anxiety, cognitive disorder, metal poisoning and breast neoplasm had not resolved. The reporter considered abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, breast neoplasm, cognitive disorder, dyspareunia, headache, metal poisoning and pelvic pain to be related to essure. The reporter commented: ¿the seriousness criterion ¿required intervention, hospitalisation¿ was reported, but not specified or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.